Event description:
It was reported that decreased sensing, increased capture threshold and lead dislodgement via x-ray were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition post-procedure.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 57.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.